Manufacturer narrative:
The device was not returned for evaluation. The lot history review was performed. Medical records were provided and reviewed. The investigation is inconclusive for difficulty to remove and tilt. A root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information received indicated that model rf048f vena cava filter allegedly experienced difficult to remove and malposition of device/tilt. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient's age, weight, and sex were not reported.